Event description:
It was reported that the patient experienced a change in therapy effect. The symptoms occurred following a pump replacement. It was reported the patient started ¿acting funny¿ following the replacement but never complained of pain. The catheter was then replaced and it was found to be occluded and ¿precipitant was suspected¿. It was reported the patient had been fine ever since. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device system delivered morphine. Symptoms the patient experienced included anxiety and somnolence. The pump was checked via the physician programmer and a normal read out was found on 2012 (B)(6). Then on 2012 (B)(6) a pump/catheter study was done under flouro. Normal rotor movement was seen but the catheter would not aspirate via the side port. It was noted the occlusion had not been suspected until a pump refill on 2012 (B)(6) at which time 20ml was aspirated from the pump. The patient never complained of a significant increase in pain suggesting withdrawal. It was confirmed the catheter was found to be occluded at the tip and it was noted by ? Precipitate. The patient was reportedly stable and receiving effective therapy. According to the health care provider (hcp), the catheter was replaced on 2012 (B)(6) however, the device manufacturer implant registry had 2012 (B)(6) listed.

Manufacturer narrative:
(B)(4).